Event description:
The patient was taking an unspecified medication via a humapen ergo burgundy/clear (lot# a1521) device. The tabs at the bottom of the cartridge holder were broken. The cartridge holder kept moving because of this. The call response centre associate informed that the patient to pick up a new device at the drugstore. The patient agreed to return the pen through the mail. The patient was not impacted as a result of this problem. The patient operated the device and was not a trained user. The device age and duration of use was two years. The patient used bd ultra-fine iii mini (31 gauge, 5 mm) needle tips and stored the device at room temperature. The return of the device is anticipated. The contents of the complaint narrative suggest that this device may have had both engagement tabs broken. However, this cannot be confirmed without the device. In the event that the device is returned, it will be evaluated to determine if a reportable malfunction/near incident has occurred.